Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number: 9350135. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, black spots were observed on the sample. The black spots and the leakage at the connection shown within the picture sample provided, appear to be affiliated with a supplied component and not with the bd manufacturing process. These supplied raw materials will continue to be closely reviewed for signs of defect during the assembly process.

Event description:
It was reported that 175 bd q-syte¿ extension set micro bores leaked during use, and an unspecified number of sets were found with foreign black spots on them. The following information was provided by the initial reporter, translated from chinese to english: "the nurse in the department repeatedly found the extension tube connection or small clip of the needle-free infusion connector during the indwelling needle infusion operation from on (B)(6) 2020. The closed part (as shown in the attached picture) leaked, which caused the need to be replaced. At the same time, it was found that the connector extension tube had black spots on many times."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 175 bd q-syte¿ extension set micro bores leaked during use, and an unspecified number of sets were found with foreign black spots on them.the following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse in the department repeatedly found the extension tube connection or small clip clip of the needle-free infusion connector during the indwelling needle infusion operation from (B)(6) 2020. The closed part (as shown in the attached picture) leaked, which caused the need to be replaced. At the same time, it was found that the connector extension tube had black spots on many times."